Event description:
The customer stated that he performed a control test and received a result of 237 mg/dl. The normal control range was 104-144 mg/dl. The customer had used the last of the test strips that gave the high results. He did have another bottle with the same lot number, and he insisted that bottle be replaced. Troubleshooting showed the test strips to be operating as designed, but they were still returned for eval. Replacement test strips were sent to the customer.